Event description:
Report 5 of 10: it was reported that during use of bd max¿ enteric viral panel, a false positive astrovirus patient result with a week pcr curve was obtained. There was no report of patient impact.

Manufacturer narrative:
Investigation summary: the complaint investigation for discrepant results with the bd max¿ enteric viral panel kit (ref. 443985) lot 5021181 was performed by the review of manufacturing records, customer¿s data analysis and verification of complaints history. The review of quality control records of bd max¿ enteric viral panel kit lot 5021181 revealed no anomalies that could explain the customer¿s discrepant results. Customer reported false positive results for various targets (astrovirus (hastv), norovirus (nov), rotavirus (rov) and sapovirus (sav)) with the bd max¿ enteric viral panel. According to customer, there was no real amplification or no sigmoidal curves, and sometimes bubbles could be observed in cartridges. Customer provided run files (pdf and csv) of run runs 775 and 1246 from bd max¿ instrument ct3221, run 481 from bd max¿ instrument ct2365, and run 484 from bd max¿ instrument ct3307 for investigation. Samples in run 775 in position b4, run 1246 in positions a3 and a7, run 481 in positions a3, a5, a6 and a9 and in run 484 in positions a3, a7 and a9 were identified as the samples involved in current issue. Manual pcr curve adjudication showed true amplification in the rox channel for samples b4 (hastv target; run 775), a3 (hastv target; run 1246; figure 1), a9 (nov and hastv targets; run 481) and in the vic channel for sample a3 (run 481). For the remaining samples, step dislocations in multiple channels were observed, and it is unlikely these positive results are true amplifications. These results could be related to the bubbles the customer mentioned having observed in the cartridges, since multiple channels are impacted at the same cycle. Overall, bd was unable to find the exact cause of the customer¿s positive results, but based on the investigation, no reagents issue is suspected. There is no indication of a reagent issue based on the analysis of the complaints received for discrepant results on bd max¿ enteric viral panel assay lot 5021181. The root cause was not identified. Bd cannot confirm the complaint based on the investigation that was performed. Bd did not initiate a corrective and preventive action (CAPA) since no new hazard was identified.

Event description:
Report 5 of 10: it was reported that during use of bd max¿ enteric viral panel, a false positive astrovirus patient result with a week pcr curve was obtained. There was no report of patient impact.

Manufacturer narrative:
D.2. Additional medical device type: pch a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.